Event description:
It was reported that after dry-firing the biopsy device twice, the needle was inserted once for a kidney biopsy under ultrasound guidance. Several hours later, the pt began bleeding around the kidney and was transferred to ICU. After receiving blood transfusions, the pt was reported to be fine.